Event description:
The customer's spouse called and reported that spouse used the device to check their blood glucose. Pt did not provide any info other than the device may have caused them to be hospitalized from inaccurate readings. Pt dosen't have a phone and called from a pharmacy. No other info was provided expect a serial number of the device. The device was replaced and requested to be returned for evaluation.